Event description:
A user facility reported the lma would not remain inflated during pt use. The lma was removed and the pt was intubated. There was no pt injury or problem. The device has been returned to lma north america and will forwarded to the MFR for eval.